Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 1 - no pressure change when expected) occurred during pumping. The customer's blood glucose level was not impacted. It was confirmed the customer successfully loaded a new cartridge onto the pump and resumed insulin delivery.